Manufacturer narrative:
Root cause could not be determined, condition is addressed in the package insert. Review of device history records found these units were released to distribution with no deviations or anomalies. Review of complaint history found no additional issues for this part/lot. Review of complaint history found no additional issues reported for item: 110005315, lot: 419580 combination. Device not returned; inconclusive-root cause cannot be determined; known inherent risk of procedure. Notified biomet (B)(4) of completion of investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a triceps avulsion re-attachment on (B)(6) 2014 during insertion of juggerknot anchor, the two-pronged tip of inserter folded over. Surgeon attempted to straighten out and tried again, however same problem occurred. Two new anchors were used (same lot #) and case was completed. No reports of extra hole needing to be drilled. No delay. Initial procedure.